Event description:
It was reported impossible to get return blood when the guidewire is in . It draws air and drips with salt water from the membrane. When the guidewire is removed there are no problems and they can place the PICC. The powerpicc solo is plays in the patient. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not received.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking stopper was confirmed. The returned sample was found to exhibit the same features as a previously investigated event, and the root cause was found to be within the scope h3 other text : evaluation findings are in section h11.

Event description:
It was reported impossible to get return blood when the guidewire is in . It draws air and drips with salt water from the membrane. When the guidewire is removed there are no problems and they can place the PICC. The powerpicc solo is plays in the patient. No other information was provided.